Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a 102¿ (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock. It was reported that the device found to be leaking from above t connection during infusion, rate is 0.91 ml/hour. There was a patient involvement but no apparent harm.